Event description:
It was reported that upon opening the exhaust, it was found that the exhaust was obstructed. No patient injury or clinical affects was reported.

Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 was corrected. UDI related data quality updates only.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One (1) used device sample outside its original package and decontaminated was received for investigation. The returned sample was visually inspected, and it was observed that a subassembly was not received. A leak test was performed, and it was observed that water flowed slowly through the assembly of components. The sample was inspected through a microscope, and it was observed there was dry solvent between the union of subassemblies. The complaint was confirmed. The root cause of the condition reported was related to dried solvent during the manual bonding process of components during manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to personnel who perform the assembly process.